Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
During a call to technical support, the patient reported that he was experiencing abdominal pain for the past two days. A follow up call to the patient's pdrn confirmed that the patient was diagnosed with peritonitis on (B)(6) 2015. The nurse reported the patient had not been following aseptic technique. The nurse reported that the infection had resolved. Medical records were requested.